Manufacturer narrative:
Evaluation of the returned device and review of data log file confirmed the reported hardware error code failure.

Event description:
Consumer contacted dexcom to report a hardware error on the receiver. Consumer did not report any medical intervention or injures.